Event description:
In 2004, the patient was implanted with a vented electric left ventricular assist device (lvad). The vad coordinator reported to the manufacturer that the patient was at home having multiple red heart alarms. The patient's system controller was changed out, and alarms still continued. The patient was admitted to the hospital. Red heart alarms and power limit advisories continued. Waveforms were taken and sent to the manufacturer. The results showed increased current and bearing wear. The patient had a pump exchange later that week. After the pump exchange, an air embolism was discovered, resulting in brain injury. The patient was taken off support and expired.